Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci prostatectomy procedure in 2009. Exact procedure date is unknown at this time. The legal document received alleges that the patient suffered the following injuries due to the da vinci surgery: incision hernia, pain, bowel injuries, infection, internal bleeding, and has a catheter in place.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.